Event description:
It was reported that a lead integrity alert (lia) triggered due to non-physiological noise and oversensing with the right ventricular (rv) lead. A lead fracture was suspected, and therapies were turned off. A lead revision procedure has been discussed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.